Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient was having some issues with her vision. Patient started having blurred vision about 3 months after surgery. Hence yag was performed. Patient could not see well at distance or road signs but seen well for reading and intermediate. Patient could not see road signs at night. Patient stated vision was 20/20 in exam room with dimmed lights and projector. Doctor told her to get otc (over-the-counter) readers, but she did not want to do.